Manufacturer narrative:
Investigation: bd has been provided with a photo and sample for catalog 303129 lot 190409 to investigate for this record. Visual inspection of the photo provided a broken hub at the level of the presfit. Examination of returned affected sample shows the same as the photo available. As a result, bd was able to verify the reported issue. After identifying that no evidence of issues or abnormality in the batch history review, a root cause related to the needle manufacturing process is not possible to determine. Blunt fill needle needs to ensure that needle punctures stopper at 90°.

Event description:
It was reported that during sampling the needle broke at the base, the needle remained in the sleeve and the base remained on syringe with a bd blunt fill needle. The following information was provided by the initial reporter, translated from french to english: during the preparation of the chemotherapy, the nurse wanted to take ppi water in a pocket. At the time of sampling, the needle broke in two at the base while the preparer does not seem to have forced it at all. The needle itself remained at the pocket while the base broke and remained at the tip of the syringe. So we kept the 2 parts: the syringe with the base of the needle and the pocket with the needle.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during sampling the needle broke at the base, the needle remained in the sleeve and the base remained on syringe with a bd blunt fill needle. The following information was provided by the initial reporter, translated from french to english: during the preparation of the chemotherapy, the nurse wanted to take ppi water in a pocket. At the time of sampling, the needle broke in two at the base while the preparer does not seem to have forced it at all. The needle itself remained at the pocket while the base broke and remained at the tip of the syringe. So we kept the 2 parts: the syringe with the base of the needle and the pocket with the needle.